Event description:
A caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, and the customer successfully started their sensor session without further issues.